Event description:
It was reported that a high, out of range capture threshold was observed. Lead was repositioned, and a pace/sense lead was added.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.